Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the patient experienced a blood glucose (bg) value in the range of 2000g/dl to 500mg/dl with increased thirst and urination. The patient reportedly was inverting the bottle and injecting air into the insulin, causing agitation and bubbles to form. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was not using the correct fill technique.

Manufacturer narrative:
Follow-up #1 date of submission 04/22/2014. Device evaluation: the cartridge was not returned to animas, a reserved sample was tested and evaluated by product analysis on 04/07/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.